Manufacturer narrative:
H11: corrected data: corrected sections h6, h10 (additional manufacturer narrative) valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be determined with the available information at this time. However, it was likely due to patient and/or procedural related factors that may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI # (B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be determined with the available information at this time. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 23mm 11500a aortic valve was explanted on the same day of the initial surgery due to thrombosis of the aortic valve and left main. The explanted device was replaced with a 21mm 11500a aortic valve. Per medical records, a 23mm 11500a valve was implanted, although it appeared somewhat big for the stj. The sternum was closed. There were no apparent complications during the procedure. The patient was taken to the cvicu in critical but stable condition. While in the ICU, the patient had refractory ventricular tachycardia requiring CPR and defibrillation just before extubation. The patient was taken back to the or for emergent mediastinal exploration. Intra-operative findings noted thrombus on the aortic valve prosthesis and thrombus on the left main. Left main thrombectomy and redo avr were performed. There was concern that there could be left main obstruction from the prior prosthesis. There seemed to be a buildup of fresh thrombus on the valve leaflets. There was fresh thrombus in the ostium of the left main, which was removed. It was decided to place a smaller bioprosthesis as there was concerned that the 23mm valve could have been too large for the patient's sinuses after the incident. The 23mm valve was explanted and replaced with a 21mm 11500a valve. There were no complications during the procedure. The patient was returned to the cvicu in critical but stable condition. On pod #2, the patient developed paroxysmal atrial fibrillation (pa-fib) requiring amiodarone and converted to nsr. On pod #3, coumadin was started for pa-fib and thrombosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.